Event description:
It was reported that an unknown malfunction occurred on a homechoice (hc). The reporter indicated that the problem was due to the eprom, but the exact issue was not specified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The returned homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, system calibrations, a simulated therapy, and functional and electrical testing of the device. Upon conclusion of the investigation, an issue was found with the device eproms software. The eproms software was reprogrammed. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history logs were unable to be downloaded due to a software failure. An unrelated issue was found during internal/external inspections. Functional testing identified that the hc software did not meet product specifications. The device was able to undergo a simulated therapy with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for return of the device was made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.